Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging a basal history issue with a pump. The reporter claimed that in the pump's basal history, there was an unexplained 0 basal delivery on (B)(6) 2012, from 4:10 pm until 5:35 pm. The reporter claimed that during the time of concern, the patient developed blood glucose levels of "275, 299, 300, and 239 mg/dl." She did not report any symptoms of high blood glucose. No associated alarms/alerts were found in the pump's alarm history. The reporter denied that the pump was suspended. In addition, no temporary suspends were observed. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had an unexplained 0 basal delivery. However, there is no evidence that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box and alarm history showed an empty cartridge alarm occurred on (B)(4) 2012 at 2:06pm. Multiple loss of prime alarms occurred until 5:45pm when a new cartridge was inserted. The complaint of zero unit basal deliveries from the time of the empty cartridge alarm until the cartridge replacement coincides with the unconfirmed alarms. An empty cartridge alarm was generated on the bench and verified that the pump gives an audible and visual warning. The loss of prime warnings that occur after an empty cartridge alarm was also tested and verified. The complaint of zero unit basal deliveries was confirmed to be use error and no malfunction was detected.